Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported great vessel perforation remains unknown.

Event description:
During a premature ventricular contraction procedure, a great vessel perforation occurred. Following transseptal puncture with tee support, and an unclear contrast cloud was noted. There were no performance issues with any abbott devices. The patient had a challenging anatomy; no left lung and therefore not the typical heart axis.